Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and also confirmed that there was a delay happened during dispensing a medication.the customer confirmed that the malfunction occurred during dispensing a medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had drawer failure. A field service engineer replaced pyxibus controller and retractor band in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.